Event description:
The customer reported that the unit stopped cycling while in patient use. The patient was not harmed or injured as a result of the event. The unit has been tested and customers alleged failure could not be duplicated.